Event description:
The customer observed false positive results generated for one patient tested with the architect ca 19-9xr assay, reagent lot 12114m500. The patient in question has been generating rather stable ca 19-9 results of approximately 20 u/ml. The current sample generated a result 823 u/ml. The customer suspects these elevated results to be falsely high. There is no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4). This report is being filed on an international product, list number 02k91-25 that has a similar product distributed in the us, list number 02k91-27.

Manufacturer narrative:
Accuracy testing was performed with in-house reagents. Samples of four different levels of known ca 19-9 concentrations were tested over three architect platforms. All results met specifications, which indicates the assay can accurately detect known concentrations of the ca 19-9 analyte. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect ca 19-9xr assay package insert contains information to address the current customer issue. From the information provided in the complaint and the results of the current evaluation a product malfunction was not identified. The architect ca 19-9xr reagents are performing as intended and no additional product issues were identified. The issue reported by the customer was limited to a single patient sample and the information the customer provided was not sufficient to indicate a malfunction had occurred. The customer indicated that they saw a significant decrease when the sample was treated with neuraminidase; however, the sample did not dilute linearly indicating a possible interfering substance in the sample. Return patient specimen was not available for testing.